Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powers on but nothing is shown on the display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit would power on but nothing was shown on the display. The rse provided the customer with the parts ID to order a replacement display. The investigation is ongoing.